Event description:
It was reported that non-dependent asymptomatic patient presented in clinic after receiving a patient alert. Upon interrogation, programmer noted that the device needed a software upgrade and after selecting, device reset had occurred. The device was programmed back to previous settings and battery longevity was checked. After further review, the decision was made to explant and replace the device.

Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory via review of the programmer printouts. The cause of the reset was found to be due to a parity error. The device was tested on the bench, and no anomaly was found. The cause of the parity error could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.